Event description:
It was reported to philips that the system had a power failure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the user performed a restart of the system, but the issue persisted. A philips remote service engineer (rse) inspected the system remotely and confirmed that the system had a power failure and could not expose. Troubleshooting actions from the rse found that the system was running on ¿low power¿ due to the system detecting a power fault. The pdu control module was returned for analysis and a malfunction was confirmed. The field service engineer (fse) replaced the pdu control module which returned the system to use in good working order. The codes were updated based on the investigation outcome. Device problem code and health impact code was corrected.